Event description:
Mako surgical was informed that a partial knee arthroplasty pt fell recently. The exact date of the fall is not known at this time. The pt's original surgery date was (B)(6) 2013. After the fall, the pt developed an infection, which the surgeon treated with an incision and drainage procedure. The treatment did not work, so the surgeon removed the prostheses and installed an antibiotic spacer. A revision procedure is planned.

Manufacturer narrative:
As part of normal complaint f/u, and eval of the event has been initiated at mako surgical. At this time, there was no evidence to suggest that the poly insert caused or contributed to the pt's infection. Te pt was doing well prior to falling, and the infection developed only after falling, more than six months after the procedure.